Manufacturer narrative:
Method: the actual device was visually inspected and performance tests were carried out. Results: the returned device was covered in a dry powder from the fire extinguisher. There was no visible damage to the unit. The device was working correctly and no faults were found with its operation. Conclusion: we could not find a fault with the returned device. It operated within specifications.

Event description:
A hospital reported that a mr850 respiratory humidifier was in use when a breathing circuit fire occurred that resulted in melting of the circuit. The breathing circuit in use was one manufactured by cardinal health.